Event description:
Physician ordered the drain to remove from right foot at discharge. At discharge, the rn attempted to remove the drainage tubing and it snapped leaving a portion inside the foot. The pt had to return to surgery to have an incision to remove the remaining tubing.